Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, sion blue, guide cath: launcher ebu3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a voyager balloon dilatation catheter (bdc) was pre-soaked and prepared outside the patients anatomy according to the instructions for use. The voyager bdc was advanced to the lesion in the moderately tortuous, moderately calcified, eccentric, 90% stenosed, de novo, proximal, left descending artery. During pre-dilatation, at the first inflation at 14 atmospheres, the balloon would not fully inflate. The voyager bdc was removed and inflated outside the anatomy and a pinhole in the balloon was confirmed. A non-abbott bdc was used successfully and a non-abbott stent was implanted to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.